Event description:
A customer observed higher than expected phenobarbital quality control results while using the vitros chemistry products phbr slide on a vitros 5,1 fs chemistry system. Patient samples were not affected. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros phbr quality control results were obtained from the vitros 5,1 fs chemistry system following a calibration event. An ocd field engineer replaced the ir metering pump and performed necessary alignments to return the instrument to expected operation. The root cause of this event is instrument related.